Event description:
It was reported a physician performed a kyphoplasty procedure in a pt at one level for a vertebral compression fracture. During the procedure, cement leaked into the pt's segmental venous system. Reportedly, the "pt had unique anatomy." The procedure was completed successfully. No additional info was reported.

Manufacturer narrative:
Method: device not returned, follow up with company representative.